Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture associated with an increase in pacing thresholds post implant. The rv outputs were increased up to 6.0 volts at 0.4 milliseconds. The patient was to be re-evaluated in one month. The physician suspects that the lead is dislodged. No adverse patient effects were reported. This product remains in-service.